Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient had high impedance on contact 5 of their right lead. It was stated that this issue was seen with their previous ins as well. The etiology was listed as possibly related to the device/therapy and not related to the implant procedure. Contact 5 is not used in stimulation so there is no further action planned regarding the issue. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #9614453-2019-02820 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the cause was not determined.